Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The anesthesia control board (acb) was replaced which corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).the distributor performed a checkout of the equipment and confirmed the reported issue. The anesthesia control board (acb) was replaced which corrected the issue.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.